Event description:
Reporter indicated that the site was not able to communicate with the pt's generator. The pt indicated that he recently fell and landed on his chest near the generator. The pt has been scheduled for surgery to replace the pt's device, but attempts to find out if that surgery has taken place have been unsuccessful to date.